Event description:
The account alleged that the bed motor controls work intermittently. The head, foot, knee and hi/low bed functions work intermittently. No patient impact.

Manufacturer narrative:
The technician found that the power control board at one point has had fluid egress which contaminated the power control board. The technician replaced the power control board to resolve the issue.